Manufacturer narrative:
(B)(4). G3 date received by mfg - correction to the date in the initial MDR. Date should be 11/23/2023.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.